Manufacturer narrative:
The user contacted support requesting removal of the sensor, stating it was causing itching on his arm. Customer care attempted to contact the user to gather additional details regarding the itching at the sensor site. Despite multiple follow-up attempts, the user remained unresponsive and no further information was obtained.

Event description:
Senseonics was made aware of an incident where user contacted support requesting removal of the sensor, stating it was causing itching on his arm. Customer care attempted to contact the user to gather additional details regarding the itching at the sensor site. Despite multiple follow-up attempts, the user remained unresponsive and no further information was obtained.